Event description:
The consumer via a healthcare professional from a clinical study reported an infection at the neurostimulator 15 days after neurostimulator replacement. Medications, specifically augmentin, were administered by the general practitioner (B)(6) 2016. An examination was performed by the general practitioner who had administered antibiotic therapy and the event was resolved without sequelae (B)(6) 2016. The etiology was noted as not related to the device or therapy but related to the implant procedure. Additional information received via the healthcare professional from the clinical study clarified the infection was at the neurostimulator implant site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported the consumer was hospitalized from (B)(6) due to an infection, cytolysis, and deterioration of their general status. The event was no longer listed as ongoing as the consumer died.

Event description:
Additional information received reported the patient was in the emergency room as the neurostimulator appeared through the skin (B)(6) 2016. The neurostimulator was explanted and not replaced the same day. The event resulted in in-patient hospitalization. The outcome was considered ongoing.